Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested with the elecsys hcg + beta test system (hcgb) on a cobas e 411 immunoassay analyzer. The sample initially resulted with an hcgb value of > 10000 miu/ml accompanied by a data flag. This result was reported outside of the laboratory. The sample was then automatically diluted 1:100 and repeated, resulting with a value of < 10.00 miu/ml accompanied by a data flag. The sample was also repeated without dilution, resulting with a value of < 0.100 miu/ml accompanied by a data flag. No adverse events were alleged to have occurred with the patient. The hcgb reagent lot number was 30859900, with an expiration date of 31-may-2019. The customer did not perform required flow path cleaning maintenance. Upon review of the alarm trace, there were liquid level detection noise errors which occurred after sample aspiration. For the calibration performed on (B)(6) 2018, the signals were within expectations. Quality controls were within range on the day of the event. Based on the calibration and controls data, no reagent issue was evident. The sample coagulation time and tube inversions were insufficient. The centrifugation speed appeared to be too fast. The sample collection volume was borderline low compared to target volume. The investigation could not identify a product problem. The cause of the event could not be determined.